Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 120-130 units of insulin, and initially displayed an accurate fill estimate of over 60 units of insulin. After the delivery of approximately 10 units of insulin, the insulin gauge decreased to 60 units and remained static. The customer's blood glucose level was not impacted. Tandem technical support educated the customer on the insulin gauge calculations of the pump.